Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head section is drifting down slowly.